Manufacturer narrative:
Boston scientific's (guidant's) technical services recommended lowering the output of the atrial channel to correct the crosstalk. It was also possible that the lead had microdislodged, however this was unable to be confirmed. No additional information is available at this time. If more information becomes available, the event will be reopened. Additional information was received that this device was explanted as a result of patient expiration, which was unrelated to device function. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific (guidant) received information that the activity from the atrial channel was being sensed on the ventricular channel (crosstalk). The patient had an intrinsic rate and therefore, therapy was not inhibited.

Event description:
Event description guidant received information that the activity from the atrial channel was being sensed on the ventricular channel (crosstalk). The patient had an intrinsic rate and therefore, therapy was not inhibited.